Event description:
It was reported that a patient presented with failure to interrogate. Upon closer examination, the pacemaker was found to have lost pacing, resulting in a serious arrythmia. Premature depletion was alleged. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with no telemetry communication and no output. The device was cut open to enable further testing and the battery was found depleted. Destructive analysis of the battery cell found no defects. The hybrid circuitry was tested using an external power source, and results indicated normal current drain. Electrical and mechanical tests, including telemetry communication and output verification did not identify any functional issues. The abnormal battery depletion is consistent with an integrated circuit anomaly within the hybrid. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.